Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed as the evaluation method codes, evaluation result codes, and evaluation conclusion code have been updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that pacing impedances on the right ventricular (rv) lead connected to this pacemaker were intermittently greater than 2000 ohms. Boston scientific technical services (ts) discussed troubleshooting options with the health care provider. No adverse patient effects were reported. The pacemaker and rv lead remain in service.